Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had out-of-range high impedance in both unipolar and bipolar configurations, and no capture at maximum outputs. A notch was noted below the clavicle on x-ray, and the lead was presumed to have fractured. The lead remains in use. No patient complications have been reported as a result of this event.